Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that the device was contaminated inside and was beyond economical repair. It was to be returned unrepaired. (B)(4).

Event description:
The programmer was returned for "repair." Follow-up attempts to obtain additional information were unsuccessful. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.